Event description:
Reported that the flexible tip from an esophageal guide wire became detached during an esophageal dilatation at the memorial medical center, port lavaca tx, and the remaining wire perforated the patient's duodenum. The pt was referred to another hospital for surgery.